Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 233 mg/dl, 107 mg/dl, 120 mg/dl, and 103 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining the results of 293 mg/dl and 102 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.